Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions states, "surgical instruments are subject to wear with normal usage."

Event description:
It was reported during an anterior cruciate ligament (acl) repair procedure on (B)(6) 2016, while the surgeon had the tunneloc implant halfway on the impactor plate, the tensioner did not remain in place. Therefore, the pressure was not maintained properly. The surgeon used another tunneloc to complete the procedure without issue.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an anterior cruciate ligament repair procedure, the surgeon began impacting the tunneloc impactor plate but when the implant was half way into the tibial tunnel, the whip sutures loosened from the locking tabs on the tunneloc instrument. As a result, tension was not maintained on the graft.